Event description:
An aneurx stent graft system was implanted for the endovascular treatment of a 5.3 cm diameter abdominal aortic aneurysm. The patient presented for a routine follow up CT scan. The size of the aneurysm remains unchanged at 5.3cm from the index procedure; however the aortic neck has elongated 8mm with no clinical outcomes. The radiologist thought the scan showed a type iii endoleak. In addition another physician also believes there may be a type iii endoleak. The physician will monitor the patient. No additional clinical sequelae were reported and the patient is fine. Review of cta¿s from pre-implant revealed that the proximal neck 5.2cm max diameter aaa. The proximal neck flow lumen diameter is 19mm, and was angulated 40deg max to the distal aorta. The distal aortic diameter measured 22mm and was calcified. The iliac arteries were moderately calcified. The right common iliac artery diameter ranged from 11¿14¿17¿14mm, and the left common iliac artery diameter ranged from 16-13-14-15mm. Review of a single coronal plane cta from 6 years post-implant revealed that the aneurx bifurcate was currently positioned approximately 2cm below the renals. The bifurcate and extension limb were positioned down into the right common iliac artery, and the contra limb and extension were positioned down into the left common iliac artery. The aortic body and limbs are essentially straight in the l-r orientation. The max diameter aaa measured 5.2cm (l-r) and both iliac limbs were patent. No endoleak or any other stent graft issue could be seen. The possible type iii endoleak, or any other endoleak, could not be confirmed from the limited post-implant films provided. The aaa diameter is essentially unchanged from implant. It is unknown if there has been migration of the bifurcate or possible neck elongation. The bifurcate is currently 2cm below the renals, but earlier post-implant films were not provided, and the original implanted position of the bifurcate is unknown.

Event description:
Additional information was received for this case. The physician performed an intervention where the aneurx stent graft was relined with an endurant stent graft. An angiogram was performed before implanting the endurant stent grafts; however, no type ii or type iii endoleaks were noticed. The physician decided to perform the intervention since the patient had returned several times with what the radiologist had called a unknown type iii endoleak. The intervention was successful and the final run showed no endoleaks.

Manufacturer narrative:
(B)(4).